Event description:
On (B)(6) 2010, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that on (B)(6) 2010, there was a reintervention; the pt was implanted with a gore tag thoracic endoprosthesis. The pt tolerated the procedure. On (B)(6) 2011, the pt was implanted with two gore tag thoracic endoprostheses. Reportedly, the pt presented emergently on (B)(6) 2011 to ER. Angiography was performed which revealed a type I endoleak. A reintervention was performed and the endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. Additional device implanted and/or related to this event include: tgt3710/06847763.